Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the superficial femoral artery (sfa) with no tortuosity and heavy calcification that was 100% stenosed. Resistance was felt during advancement of a ht command guide wire (gw) against the anatomy and the device would not cross the lesion. The polymer was observed to be peeled off when the gw was removed from the patient. It was stated that the polymer did not detach from the gw shaft. A non-abbott gw was use to complete the procedure. The polymer was reported to be intact during device prep. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.